Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and checked helium tank fittings and seal. The fse replaced the seal, marked helium needle position to make sure seal the was holding. Checked with customer the next day to confirm seal was holding and it was, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank was leaking. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) helium tank was leaking. There was no patient involvement, and no adverse event reported.